Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. Reportedly, the cause of the elevated bg levels were unknown; however, the customer does not believe impact is related to the pump or supplies. Customer delivered a correction bolus via the pump to stabilize impacted bg levels. Tandem technical support advised for the customer to consult with a health care provider regarding high bg levels; customer acknowledged.